Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, squeaking, limited range of motion, fluid collection, metallosis and acetabular cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.(B)(4).

Event description:
Update 1/22/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported limping, joint pain, stiffness, discomfort and tinnitis. Medical records reviewed noted there was no documentation of metallosis, fluid collection, or squeaking within the medical records reviewed. There is no report or documentation of revision surgery or cup loosening for the right hip. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 10, 2016.

Manufacturer narrative:
Update rec'vd 4/4/2014- clinical states revision due to failed metal on metal hip. Doi: (B)(6) 2009 - dor: none reported (right hip). The date of insertion of (B)(6) 2009 is as provided in the litigation paperwork. Doi: (B)(6) 2006 is date of insertion as provided in the clinical paperwork. Dor: reported as (B)(6) 2014 (right hip). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the metal head and metal liner provided product and lot combinations is no longer required. A complaint database search finds no reported incidents against the d48c51000 lot code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the metal head and metal liner provided product and lot combinations is no longer required. A complaint database search finds no reported incidents against the d48c51000 lot code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/24/2014- pfs and medical records received. Part/lot was provided, so the lot numbers and dom are being updated. After review of the medical records the records confirm the doi of (B)(6) 2009 and the patient hasn't been revised yet. Medical records confirm the other doi ((B)(6) 2006) and dor ((B)(6) 2004) provided were from a different clinical patient and this information is now under (B)(4). There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.